Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to duplicate the reported unresponsive keypad. The keypad is intact and all buttons are responsive. Removed keypad for inspection and evidence of contamination was seen under all key contacts. The keypad flex is peeling off from base. Additionally, moisture and corrosion inside the battery compartment were noted. The display screen is totally blanked due to moisture ingress. Opened pump and replaced the damaged display screen with a test screen and the display functioned normally. (B)(4).

Event description:
On (B)(6) 2012 the patient contacted animas alleging that the ok keypad button is sticking and intermittently unresponsive. The patient stated that sometimes the issue results in cancelled boluses. There is reportedly no damage to the keypad; however the patient noted a crack in the battery compartment. The patient stated that she had gone swimming with the pump once, and noted moisture behind the display screen and inside the battery compartment. The patient reportedly wears the pump on a belt with a pump skin, and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad issue remained unresolved.